Manufacturer narrative:
Main investigation conclusion: the reported event of the ¿battery would not fit comfortably¿ was confirmed with the returned 11v backup battery (serial # (B)(4)). Visual inspection revealed a deformed pin within the battery receptacle. The deformed pin would have resulted in the battery ribbon connector to not fully seat within the receptacle. The deformed pin was straightened for further testing and was found to function as intended. The backup battery is able to fully charge without any alarms active and able to support the system for a minimum of 15 minutes. A root cause that attributed to the deformed pin could not be determined during the evaluation. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook doc rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes advisory backup battery fault alarm that instructs the user to ¿call your hospital contact as soon as possible for diagnosis and instructions¿. Section 2 covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. 11v backup battery (serial # (B)(4)) was received for inspection under batch 7851231. Device tracking showed the 11v backup battery was shipped to the customer on 07apr2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the internal backup battery was exchanged. This exchange attempt was not successful as the new battery would not fit comfortably; it was found to grasp the ribbon connection. The battery was exchanged for another new backup battery. Upon investigation of the returned battery, a damaged pin was observed.